Event description:
It was reported that the patient underwent a surgical procedure during which the balloon component of this artificial urinary sphincter (aus) was removed due to recurring incontinence. The cause was determined to be a puncture in the balloon caused by a needle. A new artificial urinary sphincter balloon was implanted. There were no patient complications. The explanted balloon is not expected for return. A supplemental report will be filed should additional information received, or the device returned for analysis.